Event description:
On (B)(6) 2021, the physician was implanting an at4009 9mm x 40mm flxfit 15 expandable cage. They were using the (B)(4) mis flxfit15 cage inserting instruments during an open tlif technique. Upon insertion, they medialized their hand to articulate the cage, took an a/p shot, and decided the cage needed to be reposition further medial across the disc space. They oriented their hand laterally and used a mallet to drive the cage across the disc space. During malleting, the surgeon heard a pop noise and then felt that the inserter/cage felt loose in the disc space. They removed the inserter and realized that the distal half of the cage had disassociated from the proximal end of the cage that was still attached to the inserter. The surgeon spent approximately 1 hour trying to retrieve the distal portion of the cage. It was noted that the patient did have hard bone. The distributor mentioned that he was watching the surgeon's hand for any additional torque or unusual alignment and did not notice anything unusual.

Manufacturer narrative:
Corelink engineering inspected the broken implant components and found that the cage appeared to be partially expanded. Corelink engineering tried to replicate the dislocation by using a vice and two segments of pcf bone foam (40 pcf) with a 90-degree flxfit15 cage inserter. Various techniques were tried to replicate the failure. It was noticed that if the flxfit15 cage's hinge was not encased in bone foam and some degree of limited torque was placed on the mis flxfit15 inserter handle some splay of the implant endplates was noticeable during impaction. Approximately 20° of handle rotation with firm pressure was applied to the pistol grip handle to produce this splaying effect on the cage during impaction. Conclusion: although, we were not able to completely disassociate the implant in the mechanical lab, it is our belief that the hinge was not encased in bone for solid stability and some degree of torque was applied on the inserter handle. This may have caused the endplates to separate allowing the center pin on the distal segment of the implant to dislodge from the endplates. Additionally, during the separation, patient bone could have become lodged within the cage segments making the separation of the cage more likely.